Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken input disk. The instrument was found to have grip input disk #7 broken into pieces inside the housing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical technician marked the large hem-o-lok clip applier instrument as "not clipping". The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident with the clip applier occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. The clips used were the ones recommended for use with the instrument. The surgical technician did not disclose what size or what clips were used for the procedure. The vessel or tissue was not greater than was specified in the IFU. The incident occurred on the first clip application. A backup instrument was used to resolve the issue. No photos or videos are available for review.